Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. On 3/17/2015, the voluntary recall was initiated. The device history records have been reviewed and this lot met all release criteria. The investigation is inconclusive, as the samples were not returned for evaluation. While the investigation is inconclusive, the issue related to the reported product code/lot number combination was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during two biopsy procedures, on the fourth sample acquisition attempt, the device jammed and would not fire. A coaxial was used during the procedures. Another device was used to complete the procedures. There was no report of patient injury.